Event description:
The patient was undergoing a thrombectomy procedure in the left c4 using the penumbra system reperfusion catheter 032/054 and the penumbra system separator 032/054. Before the procedure, 21,240,000 units of intravenous tissue plasminogen activator (IV t-pa) were administered. During the procedure, a reperfusion catheter 054 and 032 were advanced to the target vessel along a radifocus guide wire gt 0.016 inch through an optimo guide catheter 9fr. During this procedure, extravasation occurred in the internal carotid artery (ica). The patient was then given 3,000 units of heparin. Postoperatively barbiturate narcosis therapy was given to the patient for cerebroprotection and appease. Just after the operation, a computed tomography (CT) revealed that the patient developed extensive infarct in the left hemisphere. The following CT showed that the patient suffered extensive infarct in the right cerebrum. Coil embolization was conducted in the perforated ica. The physician could stop hemorrhage but abandoned revascularization. Mannitol and edaravone were injected. The following day, external decompression was done. The patient lost pupillary light reflex and became brain dead. The patient was monitored under anesthesia approximately on (B)(6) 2012. On (B)(6) 2012, the patient expired. Physician's comment: this extravasation was a serious adverse event related to the penumbra system and the procedure. The patient suffered cardiogenic occlusion in the right ica, where no operation was performed. So this event was not related to the penumbra system or the procedure. I considered this event as a serious adverse event.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00158, 00166, 00167, 00168 and 00170. Device was disposed of by the hospital.